Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent: 3/30/2026 d4: batch # unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the other information requested could not be provided, as the surgery was not followed on this day, since it took place on the weekend. Taking advantage of this, the material was collected for analysis. Do you already have the opinion of the analysis of the material? The hospital is requesting it. The hospital initially reported that the material had been discarded. However, a few days after the complaint, they stated that the material was being collected and analyzed by jnj. This followed a search for information regarding the incident, conducted by the hospital's medical supplies and equipment team. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the circular 33 stapler failed and did not work properly. As the surgery took place over the weekend and there was no follow-up at the time, it was not possible to guide the doctor during the surgical act. In view of the complication, the material was replaced by another, and the procedure proceeded normally. The doctor described what happened in a report. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # 392d64. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh33b device arrived with no apparent damage, with anvil missing. Only casing half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. In addition, upon visual inspection, the knife was noted to have one nick. This damage on the knife is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. The device was reloaded with staples; a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 392d64, and no non-conformances were identified. Additional information was requested and the following was obtained: I do not have any additional information beyond what was described in the initial product claim.